Event description:
Provider states the right front end of chair is bent and is not aware what part is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.